Manufacturer narrative:
(B)(4). Concomitant medical products: lps articular surface catalog unknown lot unknown; all poly patella 38mm catalog unknown lot unknown; stemmed tibia size 6 catalog unknown lot unknown. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the patient's legal counsel that the patient underwent a knee revision procedure approximately five years post implantation due to patient allegations of loosening and pain. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products: nexgen fluted stemmed mobile tibial component, catalog # 00591606001, lot # 61262773; nexgen lps mobile articular surface, catalog # 00591605012, lot # 60995138; nexgen all poly patella, catalog # 00597206538, lot # 61371920.

Event description:
It was reported following an initial knee arthroplasty, the patient was revised due to femoral loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. The primary operative notes were provided for further evaluation. The patient was indicated for a total knee procedure due to end-stage osteoarthritis. A medial release was conducted with release of the acl and pcl. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Review of the revision operative notes indicates that the femoral component was grossly loose and was removed without any difficulty. After removal of the femoral component, distal femur was found to have tremendous amount of osteolytic damage and had some large cavitary defect.